Event description:
A philips product applications specialist reported an incident involving the inability of the percunav image guided system to register images which could result in inaccurate positioning of the image guided tool.

Manufacturer narrative:
An incorrect component value on the siu electronic subassembly can manifest itself in tool accuracy/precision and registration issues during system use. The impact on distributed product is currently being evaluated. Corrective action and impact on distributed product is currently being evaluated. There has been no reported injuries as a result of this discrepant material.